Event description:
It was reported that the pt had her device explanted and replaced due to a battery end-of-service. Per the reported, the lead was compromised during surgery, so it was also replaced. Product was returned to manufacturer and underwent analysis. Upon analysis, abraded openings were identified in the outer and inner silicone tubing. These openings are not thought to be associated with the explant procedure, however, a direct cause cannot be determined. No other adverse findings or anomalies were identified in the returned lead portions.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.